Event description:
Althin (baxter) dialysis machine had problems reported. Upon arrival in biomed shop, unit was found to have "ammonia" smelling liquid throughout machine. Machine had to be almost totally rebuilt (several components), due to damage caused by liquid. Second machine same as above. No tests were done to find out the actual makeup (chemical) of liquid. Liquid was very "cloudy" in color and had a distinct odor. Units have been repaired, cleaned, and disinfected. They are currently in operation.